Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to perforation in the heart wall. Moreover, the threshold increased and there was medium pericardial effusion. Furthermore, the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.